Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump had delivery anomaly. Customer's blood glucose at time of incident was 7.1mmol/l. The customer was advised to perform a displacement test and it passed. Customer agreed that pump is operating as designed and is no longer concerned about a delivery anomaly. The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was 7.1mmol/l. Customer stated that there are hairline cracks, 1 big crack and 1 small on the screen. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced.